Manufacturer narrative:
The patient's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 3.3 inr, retention meter and customer strips: 3.4 inr. Donor #2: retention meter and master lot strips: 2.8 inr, retention meter and customer strips: 2.7 inr. The maximum difference between measurements with the same blood sample was 4%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek in range meter serial number (B)(4). The initial result was 7.8 inr. The repeat result a few minutes later was 6.8 inr. The repeat result one hour later was 5.7 inr. Three different fingers were used. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. Relevant retention test strips (lot 304975-10) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complied with specification.